Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metallic coils are embedded with in the serosa and possible parametrium/malposition of essure') and device expulsion ('two metallic coils are embedded with in the serosa and possible parametrium/malposition of essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), uterine enlargement ("enlarged uterus") and back pain ("back pain") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (partial), uterus only). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma and uterine enlargement outcome was unknown and the menorrhagia and back pain had resolved. The reporter considered back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, uterine enlargement, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. There were 1 to 2 coil remaining inside the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, pelvic pain, fibroids, enlarged uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: two metallic coils are embedded with in the serosa and possible parametrium . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received. The case became valid after the addition of specified event. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue. Malposition of essure, pain, other injury(ies) or complication please describe: fibroids, enlarged uterus, back pain. Outcome of menorrhagia and back pain were added. Event per mr: two metallic coils are embedded with in the serosa and possible parametrium was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.